Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: the pump powered on with the returned battery cap. The cap was able to fully tighten and the battery compartment threads were intact with no damage. There was no evidence of moisture inside the battery compartment. There were multiple pump reboots observed in the black box history. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. There were no ¿intermittent power¿ conditions duplicated during the investigation. The leak test passed and there was no evidence of moisture or loose components inside the pump when the case was removed. Unrelated to the original complaint, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that there was moisture behind the display screen and the threads in the battery compartment were stripped. It was also reported that the user experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms. The patient¿s blood glucose readings do not met animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.